Event description:
Medtronic received information regarding a navigation system being used during a sacroiliac and thoracolumbar procedure. It was reported that the system displayed a localizer faulted message. The system was rebooted and the message was able to be cleared afterward. There was no impact to patient, and no delay.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9 735740, software version: 2.1.0 ; product ID: 9735821rpend, serial/lot #: -, ubd: unknown, UDI#: unknown work order completed: h3, h6) a manufacturer representative went to the site to test the navigation system. It was reported that the camera was replaced, and the system then performed as intended. Codes b01, c08 and d02 are applicable to this evaluation. A05: applicable to localizer faulted a1102: applicable to the localizer faulted message medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
D9, h2, h3: the return of 9735821 provided the lot number p919725. The hardware was returned and analysis was performed. The returned positioning sensor unit (psu) contained scratches on the housing. A check of the event log showed intermittent firmware incompatibility dating back to (B)(6) 2024. The psu passed an accuracy test (aak) at 0.178 mm with a passing threshold of .250mm. Codes fdm b01, fdr c02, fdc d02 are applicable to this analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3: logs were received and software analysis was completed. The analyst determined the issue might have been related to the camera module hardware. The system was rebooted, and the message cleared afterward, suggesting a transient hardware glitch. There was insufficient information to determine the root cause of the reported behavior, and software logs had not been helpful in diagnosing this type of issue. Codes b01, c19, d15 are applicable to this analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.